Event description:
It was reported that a patient underwent a spinal procedure on an unknown date and an absorbable hemostat was packed along the costovertebral angle. The absorbable hemostat migrated and the patient experienced swelling in the spinal canal and experienced paraplegia. Additional information was requested.

Manufacturer narrative:
(B)(4). Conclusion: user error caused the event. The information for use warns that "it must always be removed from the site of application when used in, around, or in proximity to foramina in bone, areas of bony confine, the spinal cord, and /or the optic nerve and chiasm regardless of the type of surgical procedure because (the absorbable hemostat), by swelling, may exert pressure resulting in paralysis and /or nerve damage."

Manufacturer narrative:
(B)(4): the event occurred in 2011. The surgeon put absorbable hemostat in a small bony space.